Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) generated repeated alerts during the fill tubing process, and the alerts persisted after a restart; the device was replaced and the user was instructed on data sync, shutdown, return, and re-startup steps while continuing dexcom use. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included a review of reported alerts and device performance history, assessment of the alarm condition consistent with a consecutive stalled motor during insulin delivery, and coordination for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device. Supply related issue is a likely cause.